Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the nozzle has foreign material, air water volume found low due to clogging of the nozzle unit. The customer reported issue was confirmed. In addition, the forceps elevator has foreign material. Insufficient angle noted due to elongation of angle wire. Play of the angle knob due to the extension of the angle wire noted. Furthermore, the following findings during evaluation noted below: discoloration of rubber adhesive part, peeling of the coating on the insertion part, discoloration of the insertion part, universal cord coating peeling, dirt on the tip due to insufficient cleaning, tip components fall off due to loosening or deterioration of fixed parts, damage to the tip, and damage to ultrasonic probe. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air/water supply (cannot send air or water). The issue was found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found forceps elevator has foreign material, the nozzle has foreign objects.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer by updating b3, b5, e1, e2 and g2.

Event description:
Customer confirmed the event occurred prior to a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, due to the clogged water supply nozzle, reprocessing could not be performed properly, and the foreign material remained in the nozzle. However, it was not possible to determine the specific root cause of the clogged water supply nozzle. Olympus will continue to monitor field performance for this device.